Event description:
Rear left bottom pvc pike broken. Rear middle joint broken. Resident was in chair when it broke. Both the resident and cna fell to the floor. The resident was not hurt. The cna experienced minor knee pain.

Manufacturer narrative:
We are trying to get product returned to u.s via ups with no luck so far. We contacted the home and requested a pick up. Ups says no pick up has been made because no one is aware of box. Healthline will do some further investigation to see if a CAPA needs to be implemented. We will submit this as necessary, and keep on file.